Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb cable could not charge pump battery. The customer's blood glucose (bg) level was 70-71 mg/dl. Cable was replaced to resolve the issue.